Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.